Event description:
Siemens was notified on (B)(6) 2014 that there was gantry rotation in the wrong direction after interlocks. Reportedly, resetting the system cleared the problem.

Manufacturer narrative:
Siemens became aware of the reported issue on 12/01/2014. This MDR is being mailed on 12/30/2014. The investigation is on-going and a supplemental report will be submitted upon completion.